Manufacturer narrative:
A device history record (DHR) review was performed and was found complete.

Event description:
It was reported, that post-implant procedure. Upon device interrogation and reviewing of electrocardiogram (ECG), the right ventricular (rv) lead exhibited loss of capture. Chest x-ray confirmed, that the lead had dislodged. On (B)(6) 2024, the rv lead was repositioned. The patient was in stable condition.